Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen failed touchscreen diagnostics after calibration there was no patient involvement.

Manufacturer narrative:
The customer¿s biomed in conversation with the manufacturer¿s technical service determined the user interface assembly needed to be replaced due to failing the touchscreen diagnostics after calibration and numerous dead spots. The customer¿s biomed replaced the user interface assembly to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned user interface (gui) was tested and no failures were identified.